Event description:
It was reported the pump has been empty since (B)(6) 2013 as the patient did not have insurance and elected not to have it refilled. The patient's spasticity increased as expected as the pump ran out, but the patient did not have any withdrawal symptoms. The pump was delivering lioresal. Patient and device information and outcome were not reported for the event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).